Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair with the implant of perfix plug (device #1 and device #2). Per operative notes, ¿the peritoneum was dissected from the surrounding soft tissue. A medium sized mesh plug (device #1) was placed and sutured to the transversalis fascia using sutures. Then a defect in the linea alba was closed by small mesh plug (device #2).¿ (B)(6) 2019 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic to open repair with removal of perfix plug (device #1) and implant of bard flat mesh (device #3). Per operative notes,"omentum stuck in left lower quadrant hernia was noted. The entire mesh was removed (device #1). A bard flat mesh (device #3) was placed in the subfascial space and secured by sutures. Previously placed mesh (device #2) had appeared to be holding well and preventing a hernia.¿ attorney alleged that the patient had adhesions, pain and hernia recurrence.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 years post implant of perfix plug, patient was diagnosed with hernia recurrence thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum #1: this supplemental emdr is submitted to document additional information. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 years post implant of perfix plug, patient was diagnosed with hernia recurrence thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair with the implant of perfix plug (device #1 and device #2). Per operative notes, ¿the peritoneum was dissected from the surrounding soft tissue. A medium sized mesh plug (device #1) was placed and sutured to the transversalis fascia using sutures. Then a defect in the linea alba was closed by small mesh plug (device #2).¿ (B)(6) 2019 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic to open repair with removal of perfix plug (device #1) and implant of bard flat mesh (device #3). Per operative notes,"omentum stuck in left lower quadrant hernia was noted. The entire mesh was removed (device #1). A bard flat mesh (device #3) was placed in the subfascial space and secured by sutures. Previously placed mesh (device #2) was appeared to be holding well and preventing a hernia.¿